Manufacturer narrative:
The device was evaluated by zoll medical corporation. The reported malfunction of the device intermittently not powering up was duplicated and attributed to a cracked filter-inductor on the system board. The reported fault of white screen was observed during incoming testing. However, the reported malfunction could not be duplicated or confirmed during functional testing. The control cable was replaced proactively. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up and the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.